Event description:
Power board failure, error e1057 was reported. It did not happen during a procedure. It was discovered during testing by biomed. There was no pt involved.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 10/19/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint incident was confirmed and duplicated. The DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿oct. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor (B)(4). Complaint history review: during the time period ¿may 2014 to jun 2015¿,the quantity of complaints over the review period with the key word identified in the complaint review (9) can therefore be calculated as 0.06 (6 x 10 ¯4) of procedures. Conclusion: a possible root cause was identified as the supply voltages out of bound as a result of the battery used with the cam02 monitor.